Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025, wherein the leads were explanted with visible fractures and were replaced with new leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on all contacts. Surgical intervention may be pending to address the issue.